Manufacturer narrative:
Patient medical history includes but is not limited to: tobacco use, no medications were listed for the patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a infrarenal abdominal aortic aneurysm measuring 55 mm in diameter; and was implanted with gore® excluder® aaa endoprosthesis featuring c3® deployment system. Additionally, this date a "misplaced left endograft limb" was reported and required other surgical treatment. A left flank incision to remove the misplaced endograft was performed. The patient tolerated the procedure and was discharged on (B)(6) 2014. On (B)(6) 2014, the patient underwent follow-up computed tomography angiography (cta) which determined the maximum diameter of the aneurysm measured 53 mm. On (B)(6) 2021, the patient underwent follow-up ultrasound which determined the maximum diameter of the aneurysm measured 42 mm. On (B)(6) 2021, it was reported the patient expired from cardiovascular disease which was not related to the device or procedure. The physician reports per the death certificate onset date of the cardiovascular disease was 20 years ago, however there was no history of this in the patient¿s medical record.